Event description:
Info received that the bed had no head up function. No injury reported.

Manufacturer narrative:
Tech bed located in storage, with note on the bed stating "no head up" replaced the head up valve cartridge to resolve this issue.